Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not complete at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece failed during a hip replacement surgery. The device made squealing noise and then smoke seemed to be coming out of the device. There was no delay in the procedure and there was no negative impact to the patient. There was an alternate device available for use without delay. It was confirmed that there was no harm to the patient or impact to the surgery.